Event description:
Dental poisoning, root canal metal cap. The primary culprit with tungesten metal drill bit -used to drill out the root canal- probably broke off and left in the root canal as the major metal poisoning suspect- this I hear is standard practice when the tool bit breaks- just leave it in the patient to poison them to death at a later date. Well I found out by having a heavy metal test done- outside the healthlesscare system conformed by boidentist and naturalpath. Implanted in 2001 the root cannal caused health problems over 3 year period until identified by going outside of the "healthlesscare" system and finding out the truth about the dental poisoning cover-up, by the ada now recovering from undergoing numerous metal detoxification, herbal, alkalising and even using gem healing as the metal poisoning disrupted several chakras and energy meridians. This poisoning is extensive and is costing their health, life and loved ones. It cost me a sister who died from ovarian cancer- she was loaded with metal fillings as well. It also cost me 6 years of chronic diseases that I am now finally beginning to unwind by utilizing many modalities in healing. Meeting with resistance and ignorance from with in the "healthlesscare" system as so many are finding to be the case today. This poisoning will be stopped. I have all the facts proof and data and it will be released soon in my up coming book. I am currently an activist with dams. Dose or amount: root canal. Dates of use: 2001 -- 2006. Diagnosis or reason for use: ada standard care- carelessness.